Manufacturer narrative:
D8, h6: updated. D3 - postal code: corrected. D3 - zip code, d4 - model #: must be blank. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an infusion set that had been bleeding at the site, as well as another infusion set that had fallen off during use. The pwd had noted that the cannula had been bent when the site was removed. The following day, the infusion set site had fallen off while in use, though no bleeding had been observed at that time, and the infusion set had been functioning normally with no additional issues identified. Both sites had been applied to the abdomen at the time of use. The pwd had been able to apply a new infusion set successfully and resume insulin delivery. The used infusion sets had already been discarded, and the pwd had requested replacements. The event occurred while in use with patient. There was no patient injury.